Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aortic extension stent graft was implanted in a patient for the endovascular treatment of a 43mm diameter abdominal aortic aneurysm on (B)(6) 2018. It was reported that non-mdt stent graft was inserted from the left arm in preparation for carrying out the chimney technique in the right renal artery. Another non-mdt stent graft was then introduced via the right femoral artery in preparation for carrying out the chimney technique in the left renal artery. On the right side, through an 18-fr non-mdt sheath, a stiff wire, 5-fr sheath, an angiographic catheter and a steering catheter were also inserted altogether. Leaving the steering catheter inside the aneurysm an endurant ii aortic extension stent graft was implanted via the left access. The two non-mdt stent grafts were deployed after the endurant ii aortic extension was implanted. After the endurant ii aortic extension was implanted it was touched up using the kissing technique. A non-mdt coil was also packed in the aneurysm through the catheter in the aneurysm. It was reported that to reinforce the radial force, a medtronic assurant cobalt balloon expandable stent (6mmx30mm) was implanted inside the non-mdt stent graft in the right renal artery and a non-mdt balloon expandable stent (6mmx39mm) was implanted inside the other non-mdt stent graft in the left renal artery. It was reported that while withdrawing the assurant cobalt delivery system, the balloon became caught on the anchor pins of the endurant ii suprarenal stent. It was reported, by pulling the assurant cobalt delivery system as soon as the inflated balloon was deflated, the delivery system was retracted to near the left subclavian artery. No endoleaks were observed by the final angiogram. It was reported that while withdrawing the sheath from the left arm for removal of the assurant cobalt delivery system the physician noted resistance. When the physician pulled out the delivery system, a tearing sound was heard and upon inspection it was noted that the balloon tip from the assurant device was missing. The radiopaque marker was then retrieved from inside the sheath. It was reported that the balloon was already ruptured and there was little possibility that foreign material remained inside the patient. An angiography was performed for safety to look for foreign material left inside the patient¿s body from the left subclavian artery as far as the wrist. No foreign material was found. No foreign material was found either by directly checking the vessels. As per the physician, there was no doubt that all the balloon fragments were found within the sheath and should any balloon fragment remain inside the patient it would be approximately 1mm in size which as per the physician, should not result in a serious event. No additional clinical sequelae were reported, and the patient is fine.